Manufacturer narrative:
The event occurred in (B) (6). Caller did not know which aviva system produced the erroneous results. This medwatch report is for the suspect device used in aviva system (lot number 202431, expiration date 06/30/2011). (B) (4). (B) (4)

Event description:
The facility reported to baxter that the reservoir of an intermate lv 250 device ruptured near the end of an infusion on an (B)(6) male patient. The device was infusing 1 gram of vancomycin in a 250ml diluent solution when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Event description:
Caller states neonate patient tested 40 mg/dl, 41 mg/dl, and 42 mg/dl on the aviva system. The same neonate tested 80 mg/dl on the sensor system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not know which aviva system produced the erroneous results. This medwatch report is for the suspect device used in aviva system (lot number 202431, expiration date 06/30/2011). (B)(4). Corrected the lot number to 202427